Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (60 mg/ml at 23.112 mg/day) via an implanted pump. It was reported that the patient¿s dose had been escalated over time. A dye study was done and revealed reduced flow of the catheter. Since the pump was close to eri (elective replacement indicator) and the catheter patency was questionable, the managing hcp sent the patient to the surgeon for pump and catheter replacement. A CT scan revealed that the catheter was in 2 pieces; it was fractured/broken. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The patient reported that she felt like she experienced withdrawal symptoms prior to the surgery. The patient was weaned and placed on orals prior to surgery. During the surgery, the catheter was found to be broken and an area at the area of the break seemed to be discolored. It was noted that during the explant, the catheter was cut in multiple pieces in order to remove it safely from the patient. The issue was noted to be resolved. The new pump was filled and primed with preservative free normal saline, and the patient was going to follow up with her pump managing physician.

Manufacturer narrative:
H3: analysis of catheter (s/n (B)(6)) identified a break in the catheter. Visual inspection of the sutureless connector (sc) identified coring/tearing in the cup of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.